Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sacrocolpopexy on an unknown date and the mesh was implanted. It was reported that the patient had mesh exposure causing vaginal bleeding and recurrent urinary tract infections. It was also reported that the patient had a 2 cm local excision of the mesh and oversewing of the vaginal wall on (B)(6) 2021. No further information was available.